Manufacturer narrative:
Fowler clutch assembly.

Event description:
It was reported by svc report that the fowler drifts when raised up and pt weight applied. No pt involvement or adverse consequences are reported.